Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on 12/13/2012 and 12/21/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that while implanting an intraocular lens (iol), the lens went through the bag, the capsule tore and the lens was removed. The surgeon also state that a similar event occurred two other times in the past two weeks with this manufacturer's lenses (model unknown). Additional information has been requested. There are two medical device reports associated with this event. This report is for the known lens model.